Event description:
On 19 january 2022, a customer complained to ortho care about what was described as discordant negative antibody identification results for one patient using 0.8% resolve panel a lot vrb396 in conjunction with their ortho workstation. Complainant/complaint reporter: (B)(6) - laboratory manager. Date of events: beginning of (B)(6) 2022. Reported on: 19 january 2022 by (B)(6) to ortho care helpdesk. Reagents: 0.8% resolve panel a lot vra396 expiry date 25 january 2022; 0.8% resolve panel b lot vrb292 expiry date 25 january 2022. Patient information: no previous history. The customer stated that at the beginning of (B)(6) 2022, they had tested a patient sample for antibody identification using 0.8% resolve panel a lot vra396 and 0.8% resolve panel b lot vrb292 in conjunction with their ortho workstation and that they identified the presence of anti-e(rh3) and anti-k(kel1) antibodies. The failure to detect the anti-jka(jk1) antibody using 0.8% resolve panel b lot vrb292 is investigated under ci (B)(4). The customer stated that a separate sample from this patient was drawn and sent to their reference laboratory and the presence of anti-e(rh3), anti-k(kel1) and anti-jka(jk1) antibodies was identified using peg and solid-phase techniques. The customer stated that knowing the results from the reference laboratory, they had retested the patient sample for antibody identification using peg and that anti-e(rh), anti-k(kel1) and anti-jka(jk1) antibodies were identified. The customer stated that ortho mts gel method failed to identify the anti-jka(jk1) antibody for this patient sample. No further detail provided. The customer reported that no biased results were reported to a physician. The customer reported that the patient was not harmed as a result of the reported events.

Manufacturer narrative:
(B)(4). Ortho performed retain testing, batch review, complaint review by lot, donor history, and donor complaint review. Based upon the results of this investigation, the reported customer issue was unable to be confirmed. All results were satisfactory. Sample was not returned to ortho for further investigation.